Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: tep event description: name redacted wanted to place his first clip but no clips came out. They replaced the clip applier with a new ca500. Intervention: they replaced the clip applier with a new ca500 patient status: patient is ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed a dry fire. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. Correction to h6. Component code.

Event description:
Procedure performed: tep. Event description: name redacted wanted to place his first clip but no clips came out. They replaced the clip applier with a new ca500. Additional information received from company rep. Via email on 02jan2025: trigger couldn't be actuated as normal. The issue initially observed when the first clip was loaded. No clips came out. Kii 5mm trocar was used. No pressure applied to the trigger while moving through the trocar. No clip loaded into the jaws prior to the device¿s insertion/removal through the trocar. Intervention: they replaced the clip applier with a new ca500. Patient status: patient is ok.